Event description:
It was reported that the patient developed a pocket infection. The implantable cardioverter defibrillator (ICD) was explanted. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event. On (B)(6) 2015: it was further reported that the patient was hospitalized for congestive heart failure and lead infective endocarditis. The leads were explanted. No further patient complications have been reported as a result of this event

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: d234trk, ICD, (B)(6) 2012; 419688, lead (B)(4).